Event description:
Customer reported experiencing issues with cartridge fill estimates and suspected leakage, noting insulin smell and moisture on the pump in most usages over the past 4-6 weeks. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.